Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a sensor glucose versus blood glucose differences. Customer's blood glucose was unknown mg/dl. The customer stated that the transmitter not blinking when connected to sensor and having issues with low isigs. Customer stated that the issue was resolved by removing sensors and called helpline for replacements. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.